Event description:
It was reported that (1) atw35 device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon placed the stapler into the patient. The reload fell out of the stapler. The surgeon removed the stapler and the reload from the patient. The surgeon reloaded the stapler with a new cartridge and fired (2) times to complete the case. There was no consequence to the pt.